Manufacturer narrative:
An event of pericardial effusion and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from field indicated that during the procedure patient's activated clotting time (act) levels were 250 and 350 sec. Field also indicated that the user believes that the device caused pericardial effusion. No cardiac tamponade was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the patient had an existing condition of atrial fibrillation which may have contributed to the reported event of pericardial effusion. However, this cannot be confirmed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From cine review: "sheath appears to be pushed distally in the laa. Device in triangle configuration appears to show the triangle canting up against the wall, potentially leading to damage from the exposed stabilizing wires. Deployment of the amulet lobe in the 130-degree tee view shows the entire mitral side of the lobe sticking out of the laa. The next saved image is of the entire device deployed. Amulet lobe appears much more distal in the laa, and the disc is sitting fully inside of the ostium, not on the pv ridge. It appears that they perform a tension test, without any noticeable movement in the device¿s position. Device is released, disc position is tenting into the thin wall of the transverse sinus, which does appear to have fluid in it. There does not appear to be any change in effusion at the conclusion of the procedure."

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had an existing condition of atrial fibrillation. The patient was in sinus rhythm. Transseptal puncture was inferior mid. The patient's activated clotting time (act) levels were between 250 and 350 sec. The device was partially re-captured once for optimal positioning. The second deployment met close criteria and the device was implanted. On (B)(6) 2024 the patient presented with chest pain when taking deep breaths. The patient went to the emergency room (ER) where a small pericardial effusion was discovered at the apex of the heart. It was determined that no intervention was required. The user believed the device caused the pericardial effusion. The patient was stable was discharged the same day. On (B)(6) 2024 the patient returned to the ER with complaints of chest pain. The patient began to experience persistent atrial fibrillation. An ablation was scheduled for (B)(6) 2024. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.